Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the left cylinder was identified. The cause of the hole was not detailed by the hospital. The left cylinder was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder was microscopically inspected, and leak tested. Microscope examination revealed that the cylinder had wear at fold in the proximal end and distal end of the cylinder. Inner tubing and fabric threads were broken from wear. Leakage test revealed that the cylinder had a bulge when inflated with syringe. The pump was microscopically inspected, and leak tested. Microscope examination revealed that the pump had kink resistant tubing (krt) worn to filament; outer layer of pump bulb worn from wear against the pump strain relief krt junction. The pump passed the leakage test. The reservoir was microscopically inspected, and leak tested. Microscope examination revealed that the reservoir had wear at a fold in reservoir shell. Reservoir had a hole at the corner of a fold in the reservoir shell from wear. Leakage test revealed a leak at corner of a fold in reservoir shell. The unused cylinder was microscopically inspected, and leak tested. The unused cylinder passed the microscope examination and the leakage test. Based on the information available and analysis results, the reason for the mechanical issue and the hole/perforation was most likely determined to be the hole in the inner tubing/fabric causing the cylinder bulge from the functional test performed; therefore, a conclusion code of cause traced to component failure was assigned to this investigation. UDI for pump and reservoir are not available. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
UDI for pump and reservoir are not available. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the left cylinder was identified. The cause of the hole was not detailed by the hospital. The left cylinder was removed and replaced. There were no patient complications reported.